Event description:
IV pump infusing fentanyl for intubated patient appeared to be infusing. No alarms of any kind. Once patient was extubated and fentanyl wasted, noted to have 45 ml left in 50ml via that had been hanging roughly 8 hours. IV pump removed from service and was noted to be due for inspection. Fentanyl settings were intended to be infused continuously 8.83-15.46 ml/hr serial number not available.